Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Additionally, the device evaluation found the video connector is cracked. Based on the investigation's results, the following likely led to the malfunction: the most probable cause of the complaint was component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
This report is being supplemented based on additional information provided by the completed investigation.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported the camera head had a cut in the cord. The issue was found during reprocessing. There was no patient involvement.